Event description:
It was reported to boston scientific corporation in 2009, that a wallstent rx biliary endoprosthesis was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed the same day. According to the complainant, prior to deployment, the stent sprang off the delivery system and into the duct. The procedure was completed with a longer wallstent rx biliary endoprosthesis (m00569690). Our investigation regarding the circumstances surrounding this event continues. Should additional relevant details become available, a supplemental report will be submitted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.